Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter tip detachment occurred. A 2.75mmx8mm nc emerge balloon catheter was advanced for dilation. However, while trying to feed the catheter into the guidewire, the tip of the catheter broke off outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a complete separation of the distal tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. A 2.75mmx8mm nc emerge® balloon catheter was advanced for dilation. However, while trying to feed the catheter into the guidewire, the tip of the catheter broke off outside the patient. The procedure was completed with another of the same device. No patient complications were reported.